Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Two of them got stuck inside of me.tampons [foreign body in reproductive tract] the strings were missing tampon [device physical property issue] . Case narrative: consumer reported via phone that the tampons became stuck inside of her. No serious injury was reported.